Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the needle pe bent. According to the user's report, the needle pe was found to be bent when the needle was checked because of a possibility that the drug solution cannot be injected due to deterioration of glycemic control."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the needle pe bent. According to the user's report, the needle pe was found to be bent when the needle was checked because of a possibility that the drug solution cannot be injected due to deterioration of glycemic control."